Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip acetabular cup; unknown hip femoral stem; unknown hip femoral augment.

Event description:
(B)(6) hospital (B)(6) 2018. Revision for: lysis, pain, suspected loosening of the acetabular component and possibly stem. Patient presented 11 years post original surgery with radiographic evidence of lysis and hip pain. The surgeon undertook revision hip surgery (B)(6) 2018 to remove the suspected loose acetabular component and asr xl head. The removed components were replaced with a zimmer tm cup, liner, and a +8.5mm 36mm m spec head. The corail stem originally implanted was stable and did not require any intervention other than bone graft on the proximal lateral aspect of the femur. Unknown jrn: asr xl head - no product code/no lot number. Unknown jrn: asr 62mm cup - no product code/no lot number.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.